Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver resection, after using the stapler three times, the reloads would pop off of the stapler and not stay secure. The new device was used to complete the procedure. There was no patient injury.